Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, device was inserted into the left atrium and into the left ventricle, grasped anterior and posterior leaflet successfully and closed the device after locking. Deployments steps were performed and during the first establish final arm angle (efaa) test before lock line removal, the clip was opened. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, device was inserted into the left atrium and into the left ventricle, grasped anterior and posterior leaflet successfully and closed the device after locking. Deployments steps were performed and during the first establish final arm angle (efaa) test before lock line removal, the clip was opened. Clip was removed from the patient, and replacement device was successfully implanted in the same procedure. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip opend during lock check) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported unintended movement associated with clip opened during testing the lock/efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.